Manufacturer narrative:
It was reported that the balloon lost pressure at the first stop. However, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, three balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in the balloons. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medwatch form #s 3004939290-2015-00302, 3004939290-2015-00303 & 3004939290-2015-00304.

Event description:
The following information was reported: the balloon popped at the first stop on three devices. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial.